Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: due to continued use of the device, the black box data for the date of the complaint had been overwritten. A review of the current black box showed no unexplained pump reboots. There was no intermittent power duplicated during investigation. The pump was exercised for 24 hours with a test cap with no reboots or loss of power. The pump was opened and there were no defects or damage found.